Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : right ventricular undersensing likely due to small r-wave amplitudes observed on stored electrograms (episodes 136-138). While there are occasionally higher values, r-wave amplitude is generally below 3 millivolts. (B)(4).

Event description:
It was reported that the patient had syncopal episodes and falls previously. It was reported that the implantable pulse generator (ipg) was experiencing a delay in pacing. No troubleshooting took place. It was also reported that the right ventricular (rv) lead exhibited undersensing and was reprogrammed. The right atrial (ra) lead also had high thresholds and far field r-wave (ffrw) oversensing, and no troubleshooting took place. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.